Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 05:00pm she obtained a result of "250mg/dl" on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and denied increased the dose of her "novalog insulin by 10 units" in response to the alleged issue. The patient claimed that "10 hours" after the alleged inaccuracy occurred she developed a symptom of "seizure" however did not report what treatment was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported as the patient reported a symptom suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up #2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.